Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement and selftest. No unexpected insulin flow blocked alarms/no delivery alarms/occlusion alarms noted during testing. Pump trace download analysis confirmed the pump alarmed low battery alerts and replace battery now alarms noted during testing. The power management tool confirmed low battery alerts and replace battery now alarms due to non-sleep anomaly software error. Unit received with high sleep current measurement due to corrosion on all electronic assemblies. Unit received with scratched casing, minor scratches on lcd window, missing display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, cracked battery tube threads, faded serial number label, missing end cap address label, corrosion on force sensor assembly, moisture damage on motor assembly, severe corrosion in battery tube and corroded battery tube spring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also received a recurring replace battery now alarms with the insulin pump. The blood glucose value at the time of the event was 300 mg/dl. The customer was treated with manual injection. The event involved product(s) mmt-1712b. Troubleshooting was performed, and the customer stated that no damage was found to the battery cap or compartment. No further patient complications were reported. The product was returned for analysis.